Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was initially reported that the arterial flow/bubble sensor had issues. Subsequently, it was reported that flow/bubble sensor detected non-existent bubbles within the circuit. The failure occurred during treatment. No harm to any person has been reported. Arterial bubble sensor defective, any flow issue or flow reading issue and bubble alarm is a high priority alarm which can lead to a pump stop if intervention is set by the user. Therefore a report is required. A getinge field service technician (fst) was sent for investigation on 2025-05-13 and 2025-06-03. The fst confirmed that there was no visible damage or contamination on the flow/bubble sensor or its cable. No parts were replaced. The flow/bubble sensor was tested and was functional. The fst could not replicate the flow/bubble sensor failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As the failure could not be replicated, no exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: bubble intervention not working wrong information: influence due to other ultrasonic devices (e.g. Flow sensor). Bubble sensor defective / disturbed. Environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2025-06-17 for the period of 2014-09-29 to 2025-05-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-09-29. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "flow/bubble sensor detecting non-existing bubbles" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was initially reported that the arterial flow/bubble sensor (fbs) had issues. Subsequently, it was reported that fbs detected non-existent bubbles within the circuit. The failure occurred during treatment. Arterial bubble sensor defective, any flow issue or flow reading issue and bubble alarm is a high priority alarm which can lead to a pump stop if intervention is set by the user. Therefore, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.